Event description:
It has been reported to philips that the system gave an error messages of ¿low load fluoroscopy and tube rotator problem¿, which could impact imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in planned treatment when the issue occurred. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the system gave an error messages of ¿low load fluoroscopy and tube rotator problem.¿ the philips field service engineer (fse) inspected the system onsite and found that there was problem in cooling unit. The fse refilled the cooling unit oil in the subsequent case (smax ID: (B)(4), pr#(B)(4)). After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.